Event description:
It was reported that during a laparoscopic nissen procedure, it is alleged that the trocar constantly leaked gas from the start of the case. The reported device was discarded and a new device was opened. The second device worked fine and there were no issues for the remainder of the case. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.